Event description:
After an implantation period of approx. 56 months it was reported that the eri status was documented via homemonitoring during the last follow-up. The patient was called in for a follow-up.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned device data were analyzed. In the process, the device status eri was confirmed. The battery voltage was then checked in relation to the charge drawn from the battery, which turned out not to be as expected. If the device should be returned for analysis, this report will be updated accordingly. Biotronik has informed the physician about this analysis result, who will device based on the individual circumstances and the medical evaluation of the patient whether the device will be exchanged. If additional relevant information or the device itself should become available, this investigation will be updated, and you will be informed accordingly.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eos, which had been activated on (B)(6) 2020. 20 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The eos status was reset with the help of a technical programmer, and the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected and started to charge the high-voltage capacitors. The shock was delivered, but the expected energy was not reached. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be inconspicuous. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, a discharged battery was confirmed. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was visually inspected. A damaged insulation was detected during the visual inspection. This damage enabled an increased battery-internal self-discharge, which, in turn, led to the clinical complaint. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be free of defects.